Manufacturer narrative:
Reported event: an event regarding instability involving an unknown femoral component was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following device were also listed in this report: device name# triathlon 5x13 insert; cat# unknown; lot# unknown. It cannot be determined which, if any of these device may have caused or contributed to the patient's experience.

Event description:
Revision of right total knee done today. The index procedure was done in 2014, size 5 cr cemented triathlon femur, size 5 universal baseplate and a 13mm insert were found to be in place. The patella was resurfaced as well. No information was available from the index surgery so not sure what size patella was in or any other information from that procedure. The revision today was secondary to instability. Stability was achieved through femoral revision and ts insert. I further information is available from the doctor or hospital.